Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same event. The other is (B)(4). The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the drill sleeve was not well fixed into the drill guide. The drill sleeve's outside diameter was within specification. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the drill sleeve is not well fixed into the device. It does not spin during drilling. Because of that incident the surgeon had to switch the surgical technique from an "trans-osseous discus re-fixation" to an " trans-scapular discus re-fixation". There was no harm for patient, user or third party.